Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer's blood glucose level was unknown. The unexpected restart alarm was resolved through troubleshooting. The customer also received a battery out limit alarm during the call. They were assisted with clearing the alarm. They were assisted with reprogramming the time and date. Troubleshooting was performed. The insulin pump alarmed a battery out limit. The customer also reported about low battery issues. They had been changing the battery every 2-3 days. Troubleshooting was performed for the low battery issues. They were advised to monitor the insulin pump. It was noted that the customer had called back on (B)(6) 2017 to report that the battery issue was still occurring. The battery was draining within a week. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump had high idle current due to faulty lcd board. Pump passed run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart alarm, reset anomaly or battery out limit alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.